Event description:
N/a

Manufacturer narrative:
Revert all sections to blank: b. Adverse event or product problem, d. Suspect medical. After further review, the initial emdr for this complaint was incorrectly submitted, as the safety disk replacement is part of routine maintenance and therefore not a valid complaint. There was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow-up emdr is necessary. Please cancel this record in your database.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use testing, cs100 intra-aortic balloon pump (iabp) was indicating a leaking loop error. The user, initially diagnosed as a safety disc problem. There was no patient involvement.